Manufacturer narrative:
Occupation: health care professional plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A registered nurse (rn) supervisor from a user facility reported during a hemodialysis (hd) treatment the venous line tubing would not hold when clamping the line, resulting in a blood leak. The patient reportedly experienced lost 50-100 ml of blood. Additional information was received and revealed the hd patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 400. The supervisor stated the clamp would not hold the venous line tubing line shut, and the patient¿s estimated blood loss (ebl) was approximately 100ml. No damage to the tubing, clamp or packaging was observed. The supervisor stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The line was manually clamped with a green clamp and the patient was able to complete treatment with the same supplies on the same machine without issue. The patient dialyzed 3 times a week and the sample was available for return for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn) supervisor from a user facility reported during a hemodialysis (hd) treatment the venous line tubing would not hold when clamping the line, resulting in a blood leak. The patient reportedly experienced lost 50-100 ml of blood. Additional information was received and revealed the hd patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 400. The supervisor stated the clamp would not hold the venous line tubing line shut, and the patient¿s estimated blood loss (ebl) was approximately 100ml. No damage to the tubing, clamp or packaging was observed. The supervisor stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The line was manually clamped with a green clamp and the patient was able to complete treatment with the same supplies on the same machine without issue. The patient dialyzed 3 times a week and the sample was available for return for evaluation.